Event description:
This is follow up#1 to report on 12/sept /2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerared ventral incisional hernia¿ repair on (B)(6) 2013 and was implanted with strattice mesh device lot s11207-038. The patient then underwent an ¿bilateral abdominal myocutaneous flaps; repair of recurrent, incarcerated incisional hernia with marlex mesh; and removal of old mesh¿ on (B)(6) 2014. The ppf form also indicates the patient was implanted with non-abbvie devices, ¿proceed mesh¿ on (B)(6) /2011, ¿ethicon ultrapro mesh¿ on (B)(6) 2014 and ¿covidien parietex mesh¿ on (B)(6) 2016. ¿marlex mesh and strattice mesh were removed on (B)(6) 2014 and ¿ethicon ultrapro mesh¿ was removed on (B)(6) 2016. The ppf form also stated the patient was treated for ¿combined laparoscopic and open ventral hernia repair with proceed mesh, partial omentectomy, and partial small bowel resection¿ prior to the implantation of strattice on (B)(6) 2011. The patient claims the implantation of the strattice mesh has ¿after the surgeries, he became very physically limited and had to rely on friends and family to come to house and help him. As his movements were very limited, mr. (B)(6) gained a lot of weight. He is still struggling to lose that weight today. He also experienced a lot of pain on a regular basis as a result of the surgeries. Mr. (B)(6) is a single father to his daughter. Therefore, his physical limitations, impacted his ability to take care of her as well. He has had to miss some of her school events, including daddy-daughter dances, as a result of the surgeries. This has led mr. (B)(6) to feel depressed and useless.¿ no other information as provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: h6 a review of the device history record for strattice lot s11207 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.